Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recorded period between september 24, 2019 and march 24, 2020, the right ventricular shock impedance was initially recorded at 85 ohms before it abruptly rose to greater than or equal to 150 ohms on february 3, 2020 and stayed there till the end of the recorded period. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Shock impedance was increased suddenly. The patient was brought in for a followup where shock impedances of greater than 150ohms was confirmed.